Manufacturer narrative:
The patient was the initial reporter, so personal information was not entered.

Event description:
The customer received a blood glucose reading of 365mg/dl on the contour next link 2.4, retested on a different meter and the reading was 156mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The test strips were not expected to be returned for evaluation. A new meter was sent to the customer.